Event description:
The customer reported a false negative result with a pt's sample in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card. Further testing confirmed that the pt's blood is a weak a (subtype) b positive. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Further testing by the customer was performed. Pt's sample was negative with a1 lectin antisera. The pt was typed as group a (sub) b positive.